Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported a loss of stimulation/therapy with stimulation confirmed to be on as of (B)(6) 2016. It was stated that the patient is having issues and that the healthcare provider (hcp) made some changes to the patient's stimulation on the left side on (B)(6). Then on (B)(6) the patient started having more cramping in their feet and their feet started seizing up. The hcp raised stimulation from 1.30v to 1.90v, with it being noted that this stimulation is too high. The caller does not know what program the patient was on before. There were no falls/trauma related to the issue. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.